Manufacturer narrative:
(B)(4). This complaint for a check your position alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The caregiver stated that there were a few air bubbles in the patient line that were approximately 1/4 of an inch big. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check your position alarm that appeared on the homechoice (hc) display during fill 1 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and assisted with troubleshooting. The cg revealed that there were a few air bubbles in the line. The cg stated that the air bubbles were approximately 1/4 of an inch big, and there were a few of them in the line. The tsr had the cg manually drain out the air bubbles from the line. The tsr had cg restart the fill successfully. The cg would call back if anymore problems occur. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.